Manufacturer narrative:
MDR 3003442380-2024-02249 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occured from (B)(6) 2024. It was reported that patient faced an issue with four infusion set cannula was bent. The blood glucose level was 250 mg/dl at the time of all incidents. The site of insertion was at abdomen. The event occured after three hours of insertion. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.